Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2005- pt underwent repair or hernia with composix kugel.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the info provided it is unk whether the device caused or contributed to the alleged event. The medical records provided were limited to the implant sticker confirming a composix kugel mesh was utilized in the hernia repair however the operative report was not provided. No other info has been provided to indicate any complication with the mesh or to indicate the mesh was defective. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.